Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: reboots were observed in the black box. The battery compartment was observed to be cracked above the bumper pad. No damage was observed to the battery cap. The battery cap secured tightly to the pump. The pump was exercised for 24 hours with no power issues. A leak test determined leaks at the battery compartment and bolus button. The pump was opened; moisture damage was found on the printed circuit board. Unrelated to the complaint, the bolus button was observed to be punctured; however, the bolus button was still responsive to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture/corrosion in the battery compartment. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.